Manufacturer narrative:
Event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 instrument had a problem with the power supply and there was a constant message of ac power failure.the use of the instrument was unknown. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that bio-console 560 had a power supply issue. Service tech observed the power supply and batteries were defective. Issue was resolved by replacing the batteries x2, power supply, power cable, and ui interface cable. Preventive maintenance was performed as per specification. Additional info h6: updated the fdm, fdr, and fdc codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received information that during testing/maintenance, this bio-console 560 instrument had a problem with the power supply and there was a constant message of ac power failure. This was detected during testing/maintenance so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the unit was sitting at hospital biomed since a very long time and are not in use anymore. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to d.5.oper. Of dev.is other ,service technician. Correction to e. Initial reporter name is unknown and is non healthcare professional correction to g.2 report source is other service technician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument had a problem with the power supply and there was a constant message of ac power failure was verified during service. The service technician noted that the power supply and batteries were defective. The service technician observed error 69 (sc mpu ups open battery detected hard error) and noted that the power cord and user interface (ui) interface cable were missing. The issue will resolved by replacing the batteries, power supply, power cable, and ui interface cable. Preventive maintenance will be performed as per specification. Correction b5: medtronic received additional information stating that the instrument was sitting at hospital bio-med for a very long time and it was not in use anymore. Correction section e initial reporter: the initial reporter's first, middle and last names have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.